Event description:
It was reported that a malfunction alarm occurred, which may have occurred after the pump got wet. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, but when the display did not come on after the reset, further action was needed, and no display intake was completed by technical support.